Event description:
Sorin group rec'd a report that the s5 gas blender was displaying an error during a procedure. The blender was changed out and the case was completed. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group rec'd a report that the s5 gas blender was displaying an error during a procedure. The blender was changed out and the case was completed. There was no reported pt injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.